Manufacturer narrative:
D4: lot number: as per good faith effort (gfe) response, checked with staff, however they were unsure as multiple fathom wires of the same length were opened.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the liver. A 14, 200 cm x 10 cm fathom -14 guidewire was used for treatment during a difficult y90 administration. During the procedure, after approximately an hour, 8 mm of the guidewire tip broke off and migrated to a distal branch of the splenic artery. An attempt was made to retrieve the broken fragment using a microsnare. The tip of the guidewire was not retrieved, leaving it as a foreign body within the patient. The procedure was then completed using a new fathom guidewire. There were no patient complications as a result of this event. The patient fully recovered.